Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test alarm noted. All operating currents are within specification. Drive support cap was inspected and no anomaly was noted. Device received without belt clip unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer also reported that they found that the drive support cap was moving. The customer's blood glucose was around 80 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice. The customer stated that the drive support cap was loose. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.